Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On 12/11/2023, it was reported that the patient was in a shop when he started to feel dizziness and weakness, blurred vision, and eventually collapsed. In the shop people tried to give the patient glucose but were unable to do so as the patient was cramped. Given the symptoms of cramps the patient most likely had a seizure. An ambulance was called, and the patient was brought to the hospital. A fingerstick was performed by the paramedics but no blood glucose reading was known by the patient. The patient was also not able to confirm the specific treatment that was given but was discharged on the same day as the event when the blood glucose reading has stabilized. The patient was stable at the time of the report but stated he had muscle ache which was caused by cramps. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.